Manufacturer narrative:
Correction: therapy date should have been (B)(6)2018 instead of (B)(6)2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of atrial capture was observed during follow-up in clinic. Chest x-ray was performed and atrial lead was found to be dislodged. Lead was repositioned successfully on (B)(6) 2018. Patient was stable throughout the event.